Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The 100% stenosed lesion was located in the severely calcified right coronary artery. As the physician advanced the 182 cm pt2 guide wire towards the lesion, significant resistance was encountered. The physician tried more than once to cross the lesion with this device, however, during one of these attempts, a 1.50cm piece of the pt2 guide wire tip fractured in a side branch of the right coronary artery within the lesion. The detached guide wire tip did not migrate and no attempts were made to retrieve it. The physician decided to end the procedure since attempts to advance unspecified guide wires across the lesion were unsuccessful. No further pt complications were noted and the pt's status was reported as "stable".

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. The 100% stenosed lesion was located in the severely calcified right coronary artery. As the physician advanced the 182 cm pt2 guide wire towards the lesion, significant resistance was encountered. The physician tried more than once to cross the lesion with this device, however, during one of these attempts, a 1.50cm piece of the pt2 guide wire tip fractured in a side branch of the right coronary artery within the lesion. The detached guide wire tip did not migrate and no attempts were made to retrieve it. The physician decided to end the procedure since attempts to advance unspecified guide wires across the lesion were unsuccessful. No further patient complications were noted and the patient¿s status was reported as ¿stable¿.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned device revealed a broken distal tip with the core wire exposed. The separation of the tip occurred at 36.5cm from the inconnel tube. Approximately 1cm of the distal tip fell off. The corewire was stripped of the polymer and analyzed. Microscopic examination revealed that the vertical or end surface exhibited no fracture features only smeared material as being cut. The ribbon surface of the device was examined which revealed the presence of tin. This indicates that the ss ribbon had detached from the corewire. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).

Manufacturer narrative:
.